Event description:
This MDR is being respectively submitted upon recent knowledge of a similar complaint for which MDR was submitted previously. Pms received a complaint stating radius lead screw got broken twice and had to replaced it, if part was about to get off it's track then patients could have been injured for sure. It was identified that the complaint issue was similar to a previously reported issue where the lead screw nut on the camera detector can come loose and the failure can result in the detector drifting, under the influence of gravity, to its hard limit.

Manufacturer narrative:
This MDR is being respectively submitted upon recent knowledge of a similar complaint for which MDR was submitted previously. (B)(4) MDR#2916556-2009-00004. (B)(4) was found to be a duplicate of (B)(4).